Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28mmx3.0mm, de novo, concentric target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The lesion also contained a <=45 degree bend. After a run through guide wire crossed the lesion, pre-dilatation was performed with a balloon catheter. Subsequently, a 3.00x28mm promus element¿ stent was advanced to treat the lesion. However, resistance was encountered and the device was unable to cross the lesion. The physician then noted that the proximal stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage with struts on the first 4 rows distorted, bunched and lifted from the stent profile. This type of damage is consistent with the stent encountering resistance during advancement attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28mmx3.0mm, de novo, concentric target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. The lesion also contained a <=45 degree bend. After a runthrough guide wire crossed the lesion, pre-dilatation was performed with a balloon catheter. Subsequently, a 3.00x28mm promus element stent was advanced to treat the lesion. However, resistance was encountered and the device was unable to cross the lesion. The physician then noted that the proximal stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.